Manufacturer narrative:
Additional information was provided in regarding the a combined investigation summary for the vision system and viscoelastic previously listed as concomitant products: the system was manufactured on september 13, 2014. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The ophthalmic viscoelastic device (ovd) was not returned for analysis. The lot number is unknown. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that tass/endophthalmitis resolved. The culture results indicate aerobic/anaerobic cultures - no growth after 3 days; gram stain-2+ few gram positive cocci. There was 2+ microcystic corneal edema with light descemets folds. The information provided indicates an increase of the intraocular pressure requiring treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. All product and batch history records are quality reviewed prior to product release. The root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the first day following an intraocular lens (iol) implant procedure, the patient developed increased inflammation and the eye drop treatment was increased. The following day, the patient experience poor vision and was diagnosed with endophthalmitis vs. Uveitis. The patient was referred to a retinal specialist who diagnosed the patient with endophthalmitis. A vitreous tap was performed and antibiotics were injected. The patient's vision is improving. Additional information has been requested.